Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Customer's blood glucose reading at the time of hospitalization was 437 mg/dl. Caller stated that the customer's insulin pump is broken. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with broken battery tube lip.